Event description:
It was reported that blades were breaking at the mount. No adverse consequences were reported.

Manufacturer narrative:
There were 5 blades associated with this complaint. They were not returned for evaluation. Lot no. Details were not provided. It was not possible to determine the definitive root cause for the alleged breakage.